Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had leakage past the stopper. The following information was provided by the initial reporter: rubber not closing well cause syringe to leak. When did the incident occur? During use. It was reported that our colleague just told me that they¿ve had a leaking syringe on several occasions, as shown in the image. The black rubber on the plunger doesn¿t seal 100% properly. Additional information provided: there were no consequences for the patient; the item in question was discarded beforehand, and a new one was opened. It was diprivan (an anesthetic fluid) that leaked.